Event description:
A report was received that the patient was having pain at the implant site. The physician will administer injection for the ipg site pain. The physician believed that the pain was not device related.